Manufacturer narrative:
A ge representative evaluated the system and could not reproduce the reported problem. The system operates as intended.

Event description:
It was reported that the system had poor image quality with a generator error. This error causes the system to shut down. There is no report of injury or death associated with the event described in this complaint.